Event description:
The customer reported that after the 9900 system was booted up, the monitor screen was intermittently flashing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the electrical voltages were checked. The left monitor was replaced. The system was tested and operates as intended.